Event description:
It was reported in her letter that she was observing a surgical procedure. During surgery, she noted that a part of target device broke off. Nothing was left in the patient. The surgery was completed successfully.

Manufacturer narrative:
Additional information has been requested and if received, will be reported on a supplemental report.